Event description:
Using CPAP like normal dream station 2 and woke up to a burning smell. It was very strong so I turned it off and unplugged everything. I came back after ten min and it was still smelling strong if burnt plastic.